Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a 1a endoleak of the infrarenal stent graft extension (cuff). Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
At the completion of the clinical assessment on 11/27/2018, for a pervious report event (2031527-2018-00835, clinical was able to find substantial evidence to support the following additional findings of a type 1a endoleak of the cuff (infrarenal stent graft extension). This report is for the type 1a endoleak of the cuff (infrarenal stent graft extension) only.